Event description:
After the patient was induced into v-fib device detected and charged, but would not release a shock due to "overload" detection. Therefore, the device was not implanted.

Manufacturer narrative:
On february 11, 2008. The analysis on this device is pending.